Manufacturer narrative:
The device was not returned for analysis, as it was implanted in the patient. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis and the event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a procedure, a pipeline flex was opened using a guidewire. The aneurysm was noted to have significant stasis and class 1 raymond and roy occlusion.

Manufacturer narrative:
We have subsequently received additional information therefore are providing an updated report. From the new information received there has been no allegation of a device malfunction. All products are 100% inspected for damages and irregularities during manufacture. This event no longer fits the criteria for MDR reporting. Updated device code. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a procedure, no guidewire was used to open the pipeline flex.